Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor (gold). Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 286 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an motor position encoder error alarm. The customer was unable to complete pump rewind because of motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.